Manufacturer narrative:
Concomitant medical products: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10318. It was reported the patient's scs system was not providing adequate therapy after a fall in (B)(6) 2019. Troubleshooting determined the right t12 lead had high impedances on contacts 1-4. As a result, the lead was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively. It is unknown which lead was explanted so both will be reported on.